Event description:
During surgery the broaches broke and got stuck in the pt. They were able to remove after a 45 min delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.